Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-10632. It was reported that an error message displayed during aspiration. Two avx® thrombectomy sets were selected for a thrombectomy procedure in the arteriovenous fistula. Priming was completed and aspiration was initiated inside the body with the first avx catheter. However, water was pooling in the pump section on the catheter itself and then there was water that would escape around the base of the catheter on the pump and an error message to check saline line was displayed. Another avx catheter was selected and the same issue occurred. Another console was selected and used; however that didn't make a difference. There were times when the catheters did prime and then the error message displayed and towards the end of the procedure it did not prime at all and the error displayed. The procedure was completed with a angiojet proxi catheter. There were no patient complications and the patient's condition was fine.